Event description:
Dealer said the joystick read release joystick so he installed a new joystick. Dealer states the weather maybe affecting the driving of the chair. Consumer had the chair outside for 5 minutes, and leaves the chair stored in a room with the temperature only 60 degrees. Dealer to test drive chair. Dealer hung up before being transferred to complaint team, but no injury was reported